Manufacturer narrative:
No radiographs or photos confirming the event have been received. The device has been retained by the hospital and has not been returned. No further investigation can be completed at this time. It is unknown if the patient complied with post-operative instructions. Root cause has not been determined, no conclusion can be drawn. Labeling review: "risk associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." Labeling review: "risk associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties...

Event description:
In (B)(6) 2014, patient underwent a single level cervical arthroplasty at c5-6. On (B)(6) 2015 patient reported neck pain. Revision surgery was performed on (B)(6) 2015.